Event description:
It was reported that there were noise episodes and decreased r-wave due to lead dislodgement. X-ray was performed. Lead was replaced. No adverse consequences for patient due to dislodgement.

Manufacturer narrative:
(B)(4).